Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: nurse configured on the pump a bolus of 22 milliliters (ml). But the pump administered over 800 milliliters (ml). So the keyboard log and history log does not match. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910. Additional information: d4 lot number, d9 device returned to manufacturer, h4 device manufacturer date. Model: infusomat space. Article no. : 8713050. Serial no.: (B)(6). Hours of operating: 22492. Software version: n0008. Additional function: n/a. Hardware version: 03. Results: the attached history files from the customer were analyzed. The history device was not complete. Only the files of the 5th april were attached. The keyboard files showed, that the user enters the value of 22 during the time of the incident. After the bolus was started, the pump started the bolus with a speed of 800ml/h and a bolus volume of 458,33ml at 12:13 on the 5th of april 2025. The bolus was interrupted by an upstream alarm at 12:32. The alarm confirmed at 12:41 and the infsion was started again, but the upstream alarm occurred again. At 13:04 a tube change was performed on the pump and the pump wasn't used for any infusion therapy again on this day. Due to missing the history device was not complete for investigation, the original log files were requested. Instead of the files the pump was sent to melsungen for investigation. The history log files were downloaded from the pump via hibased clone. The drug library "20241406 kliniek volw" was removed from the pump on the 8th of april 2025 by someone. After consultation with bbm nl, the missing drug lib was sent to melsungen. The file was uploaded to the pump. Before the incident happened, the pump was turned on on the 25th of march 2025. The drung "fluclo12" was selected from the drug library on the 1st of april 2025. The therapy was started with the infusomat safeset at 09:31 and a flow rate of 10.41ml/h. With these parameters the incident happened on the 5th of april 2025. A visual inspection was performed on the pump. A visual inspection was performed on the pump. The cover caps on the screw pillars and the technician seal (31-02-095) on the lower housing were intact and undamaged. Upon visual inspection the outside of the pump appeared to be in a good working condition (normal sings of liquid residues and tear and wear). A function test was performed on the pump. The drug "fluclo12" was selected from the drug library and a therapy was started. After start the bolus menu was opened. In combination with the drug fluclo12 a bolus of weight can given by the pump and not milliliters. When 22gramms are entered for bolus, the bolus started with a speed of 800ml/h and a volume of 458,33 will pumped into patient! No technical malfunction occurred during test. A short check of the flow accuracy was performed on the pump. The test was performed on the pump according to the service manual infusomat space 7.0, chapter technical safety check part 3 functional inspection. The pump passed the test successfully (deviation of +2% (25.67 grams)). Judgment: the complaint is not confirmed. No technical malfunction caused the over infusion. Not a bolus of 22ml were given by the pump, a bolus of 22gramms were given. 22 grams are a bolus of 458.33ml. This is a presetting of the drug "fluclo12" by the hospital. There was a misunderstanding by the user. The claimed 800ml is the flow rate during bolus is given by the pump (800ml/h). It is not the volume. Does the sample conform to the specifications? Yes.